Event description:
Customer reported strip pads falling.

Manufacturer narrative:
Customer reported loose and hanging strip pads in the hopper. There were no reports of erroneous patient results nor change to patient management as a result. There were no reports of injury to patient or change in patient management as a result. Customer tech support (cts) sent customer a new set of strips. No more loose strip pads were observed with the new lot. The reason for loose pads is under investigation.